Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had an original surgery where an inflatable penile prosthesis (ipp) was implanted. When the physician tested the pump before implant, he noted that the pump would not fill. After several tries of lubricating the valve and depressing the deactivation button, the cylinders began to fill. The pump was then again cycled three times, but one of the times the fluid would not release from the cylinders. The cylinders finally began to fill and empty and the device was implanted. After implant, during the inflation test, the physician depressed the deactivation button for 4 seconds and the fluid would again, not drain from the cylinders. Ultimately, it was decided to not implant the pump and another pump was used to achieve the desired results. An ipp device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had an original surgery where an inflatable penile prosthesis (ipp) was implanted. When the physician tested the pump before implant, he noted that the pump would not fill. After several tries of lubricating the valve and depressing the deactivation button, the cylinders began to fill. The pump was then again cycled three times, but one of the times the fluid would not release from the cylinders. The cylinders finally began to fill and empty and the device was implanted. After implant, during the inflation test, the physician depressed the deactivation button for 4 seconds and the fluid would again, not drain from the cylinders. Ultimately, it was decided to not implant the pump and another pump was used to achieve the desired results. An ipp device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.